Event description:
It was reported the customer had a no delivery alarm while attempting to bolus. Customer's blood glucose was 96 mg/dl. The customer did not troubleshoot because they did not have the necessary supplies available. The customer was advised to call back. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.